Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported that during preventive maintenance it was detected that the inner cover door needed to be replace. There was no patient present.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The imaging system's covers were replaced. The system performed as intended. No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.